Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; however, the system log files were captured and reviewed. During the review, it was found that during patient registration, the software was not storing images due to "check-in" failure caused by software bug (combination of upper/lower case characters). When submitting patient information identical to an existing patient, except for case differences in the patient name, a software bug will prevent storing of images. The image storing issue has been resolved/corrected in software updates va35e (released 16 dec 2015), vb10d (released 03 june 2016), and vb20a (released 17 april 2017). (B)(4).

Event description:
While preparing for an internal audit, complaints that were evaluated as part of a health risk evaluation were reviewed for alignment to the corrective actions that were taken. The complaints were filed per 21 cfr 803. In reviewing these complaints it was discovered that other complaints were missed in regards to MDR reporting. These complaints are now being submitted as mdrs. There was a fsca for all sc2000 customers in 2015 (FDA # z-2783-2015). It was reported that the images could not be stored in the ultrasound system. There was no report of patient adverse event. No additional information was provided.